Event description:
It was reported that during the procedure the coil (subject device) experienced friction and broke off inside the microcatheter. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned with the introducer sheath and with the microcatheter. The delivery wire was noted to be kinked at the proximal end of the device and there was blood within the sheath. There was blood in the microcatheter hub and a lot of blood noted when the catheter was flushed. The main coil was stretched which was likely due to procedural factors during use. The device was still attached at the main junction and was not confirmed to have been broken therefore the as reported defect could not be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure the coil (subject device) experienced friction and broke off inside the microcatheter. There were no clinical consequences to the patient.